Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg). Sc-1110 (sn (B)(4)): device evaluation indicated that the complaint had been confirmed. Impedance test confirmed that the e15 was open. Internal visual inspection found that the conductive epoxy that connects e15 from the feedthru to the flex cable was fractured. Device exhibited normal charging and discharging characteristics. Sc-2108-50m (sn (B)(4)): device evaluation indicated that the lead body was cut during the explant. X-ray inspection found no cable breakage.

Event description:
A report was received that the patient had high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2108-50m, serial #: (B)(4), description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patient had high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post operatively.